Manufacturer narrative:
The pump returned to mmdg for evaluation. Based on the original complaint information, there was no indication of a reportable malfunction. During the investigation the pump failed to alarm for 'load set' and was able to run with no set installed. A failed component on the pcb was found to be the cause of this failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated "hinges broken bubbling keypad". The initial reporter also stated this was found during evaluation, and no patient was involved. The information provided did not indicate that the pump was experiencing a reportable malfunction when the pump was returned to mmdg for investigation it was found that the pumps load set alarm failed to alarm during testing. (B)(4).